Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image brightness is dark. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the type of procedure was therapeutic, and the intended procedure was completed with a substitute.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, e4, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light bundle of the insertion section is interrupted or weakened / ccd glass scratches cause image shadow / the light bundle of universal cord is concentrated interrupted / sheath is deformed and wrinkled / the outer protective layer scratched. Based on the results of the investigation, it is likely that the event is caused by a component failure of the light bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.